Event description:
It was reported that the patient presented for a follow-up in clinic for device check. Upon interrogation, it was noted that the right atrial lead exhibited high capture threshold and resulted in failure to capture. Programming changes were made. The patient was in stable condition.